Manufacturer narrative:
Device evaluation summary: the service personnel (sp) inspected the ventilator and replaced the dc (direct current) to dc pcba (printed circuit board assembly). It was determined that the dc pcba had a burnt c83 capacitor. The ventilator passed all testing per manufacturing specification and was placed back into clinical use. If the replaced part is returned for failure investigation, a supplement medwatch report with the findings will be submitted once the investigation is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a 980 ventilator generated a power on self test error code and had a clicking sound from the exhalation module. The ventilator was not in use on a patient at the time of the reported event.